Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). The compromised outflow graft was the only part of the pump explanted and replaced on (B)(6) 2018. The pump remains supporting the patient. Approximate age of device ¿ 0 days. The patient remains on lvad support; however, the outflow graft was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the lvad implant procedure there appeared to be bleeding from the outflow graft when the pump was turned on. Upon further inspection, the purple outflow graft nut was separated by 0.5 - 0.75 cm from the metal connector that the outflow graft bend relief snaps in to. The patient was placed back on cardiopulmonary bypass. The surgeon unscrewed the outflow graft and the purple nut became disengaged from the screwing mechanism components. Upon inspection the positioning of the black rubber ring and the metal ring was reversed, causing the observed separation. Reportedly, the outflow graft was only hand tightened by the surgeon; no wrench or tools were used. On (B)(6) 2018, it was reported that the patient was doing well.